Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was not detected on bus. A field service engineer observed that the new drawer did not exhibit any diagnostic lights. Additionally, both the controller board and the control module were found to be inoperative. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system device not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.